Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that every so often the spike set leaks near the middle where the plastic thing is. The customer stated that the issue always occurs when starting the feeding then it takes time when having to grab a new spike set. There was no patient injuries reported. Sample will not be returned because it was discarded.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.